Event description:
Clinical report state the patient had adhesions, pain, limited range of motion, lysis of adhesions and debridement, arthrofibrosis. The patient underwent an arthroscopy, closed reduction/manipulation, and I & d.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report remains implanted. No revision surgery has been reported. The initial reporting stated x-rays were not available for examination. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the device and/or additional information be received, the investigation will be re-opened.